Event description:
The customer reported the ventilator operated only 10 minutes on external battery power during transfer of a patient from one location to another within the hospital. The customer reported the ventilator did alarm and there was no patient harm. The manufacturers service technician confirmed the customer report. The service technician reported the external battery tested below power specifications. The service technician replaced the power supply, external and backup battery to complete the repair. Performance verification testing was completed and tests passed to specifications. Proper care, maintenance and testing should be performed when using battery power sources. When a battery is in use, the ventilator alarms indicating the battery is the power source for ventilator operation. The user should immediately connect ac power or provide an alternate means of ventilation. Review of the device diagnostic log history revealed the device had been operating on backup battery power and the backup battery functioned until it depleted, at which time the ventilator will shut down and alarm as specified due to loss of power, and a 24/+-12v/power fail occurrence. Per the device operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.